Event description:
A report was received that a patient¿s ipg was having difficulties obtaining a full charge. The bsn representative attempted to troubleshoot however was unsuccessful. The physician has recommended the patient to undergo an ipg replacement.

Manufacturer narrative:
A good faith effort was made to contact the patient regarding the ipg replacement procedure without success. A review of the manufacturing documentation of the device found that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that a patient's ipg was having difficulties obtaining a full charge. The bsn representative attempted to troubleshoot however was unsuccessful. The physician has recommended the patient to undergo an ipg replacement.